Event description:
It was reported that, "the above implants plus the included dome hole plug were removed due to recurrent dislocation of a hip implanted by the same surgeon in 2000. The securfit stem of unknown size remained in place."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device is not obtainable and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.